Event description:
Customer reported receiving a reading of 93 mg/dl after breakfast. Based on the reading, customer did not administer medication. Approx an hour and half after the reading, customer felt tired and laid down to rest. Customer slept for 2 1/2 to 3 hours then awoke feeling high. Paramedics were called and transported customer to hospital where they were treated intravenously. Readings from the paramedics and hospital were not available.